Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited sudden high out of range pacing impedance measurements. A lead fracture was suspected to be the cause of the abnormal measurements. This ra lead was then successfully explanted and replaced. No additional adverse patient effects were reported. This ra lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that lead was returned in two segments. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with fatigue damage. Analysis concluded that the clinical observations of high pacing impedance were likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited sudden high out of range pacing impedance measurements. A lead fracture was suspected to be the cause of the abnormal measurements. This ra lead was then successfully explanted and replaced. No additional adverse patient effects were reported. This ra lead has been received for analysis.